Manufacturer narrative:
Results, conclusion: stent deformation. Severely calcified and tortuous, 95% stenosis. Stent. (B)(4).

Event description:
It was intended to treat a severely calcified and tortuous lesion exhibiting 95% stenosis in the lcx with an endeavor resolute drug eluting stent. The lesion was first pre-dilated and the endeavor resolute device was inspected prior to use with no issues noted. It was reported that the device could not cross the lesion due to the level of calcification present. No resistance was encountered at the lesion. No patient clinical sequelae were reported. Evaluation summary: the distal tip was deformed. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers. The 9th, 10th, 11th and 12th distal segments had raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).